Manufacturer narrative:
Additional info was received on (B)(4) 2012, in the form of qa (quality assurance) investigation results. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. The benefit-risk relationship of the product is not affected by this report. G3: report source literature description: journal: japan orthopedic surgery society on knee/arthroscopy/sports. Author: kuriyama s, momona k, tamaoki y, et al. Title: efficacy and complications of hylan g-f20 in osteoarthritic knees. Volume: 37(4), year: 2012, pages: 169.

Event description:
Non-infective joint fluid retention [joint effusion]. Case description: literature-spontaneous report was received on (B)(6) 2012, from an author regarding a (B)(6) female pt (initials not provided) with gonarthrosis of both knees. This report is from a literature article entitled "efficacy and complications of hylan g-f20 in osteoarthritic knees". The pt's medical history was not provided. On (B)(6) 2011, the pt initiated treatment with synvisc (hylan g-f20) injection at a dose of 2 ml in two weeks (route and location not provided). The lot number of synvisc was not provided. On (B)(6) 2011, the pt received third injection of synvisc. On (B)(6) 2011, the pt developed joint fluid retention. On (B)(6) 2011, pt had fluid retention only in left knee and 80 cc of fluid was aspirated by arthrocentesis. It was reported that the event was aseptic and alleviated with resting and tranquilizers. On (B)(6) 2011, the pt recovered from the event of non-infective joint fluid retention (left knee). Concomitant medications included artz (hyaluronate sodium). The intensity for the event was not provided. The reporting physician assessed the relationship between synvisc and the event as definite.